Event description:
The customer stated that she was hospitalized due to hyperglycemia. At the time of the phone call, the insulin pump was alarming button error. The customer's blood glucose reading at the time of the report was 286 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.